Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that the pump background self test timeout is failing.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "background self test timeout." Functional testing was unable to duplicate the reported issue. Though no visible damage was observed on the main board, the investigation determined it may have been a probable, but unconfirmed, cause of the reported issue. The board was replaced as a preventive action. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.